Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.